Manufacturer narrative:
(B)(4). Three days prior to the receipt of this report, treatment with vancomycin was discontinued and the patient was considered recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy peritoneal effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with vancomycin (2 grams, four in four days, intraperitoneally (ip)) and ceftazidime (1 gram per day, for three days, ip). Peritoneal dialysis therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.